Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown.

Event description:
The complainant reported that following impella cp implant, a repositioning sheath was inserted into the 14 fr peel away sheath prior to removing the .018 guidewire. This made removal of the wire difficult as it was pinched in the sheath. The staff was eventually able to remove the wire, but the tip of the wire was damaged in the process. The staff attributed the damage to user error. There was no resulting injury to the patient.

Manufacturer narrative:
The investigation of removal issues and product damage (guidewire damage - great vessel) has been completed. The impella device was not returned for evaluation. Removal issues: clinical reported repositioning sheath was inserted into the 14 fr peel away sheath prior to removing the .018 guidewire. This made removal of the wire difficult as it was pinched in the sheath. The staff was eventually able to remove the wire, but the tip of the wire was damaged in the process. Excessive force reported. The cause of the issue was most likely use-related as evidenced by the improper technique of not removing the 0.018 guidewire prior to inserting repositioning sheath. Product damage (guidewire damage - great vessel): clinical reported guidewire unraveling with excessive force used. The cause of the issue was not determined as no product/images were returned for analysis.